Manufacturer narrative:
UDI (B)(4). The catheter was returned for evaluation. Review of the history device records was not possible as the lot number was unknown. There was no visible damage to the millar sensor or connector. Sutures attached to the catheter material and slightly mashed areas. The device passed electronic, noise, linearity hysteresis, and signal drift tests. Based on the results of the investigation, the reported issue was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp measured with microsensor and the one measured with external drainage were different. The difference range was 10 mmhg (higher was the one measured with external drainage ). Usually the difference was about 2-3 mmhg. This difference was registered after 3-4 days of measurement. The 1-3 days the evd and microsensor pressures were almost the same.